Event description:
Information received from the field notes that a trans- telephonic monitor check showed no evidence of pacing, with or without magnet. When the patient was seen in the clinic, the device could not be interrogated and there was no magnet response. The patient was in sinus rhythm at 50 bpm.